Event description:
It was reported that the patient underwent an MRI due to a shoulder injury and the magnet of the internal device was demagnetized. Surgery was performed to replace the internal magnet. The explanted magnet was returned to the advanced bionics on (B)(4) 2014. When more information becomes available, a supplemental report will be sent.